Event description:
It was reported that a tip fracture occurred. While unpacking a 6f mach 1 cls3.5 guide catheter, a tip fracture occurred. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic observation was performed on device. There were numerous kinks on shaft; however, tip was observed to have no fracture. No other abnormalities were observed. The reported events cannot be confirmed as tip was observed to be intact and with no fracture.

Event description:
It was reported that a tip fracture occurred. While unpacking a 6f mach 1 cls3.5 guide catheter, a tip fracture occurred. No patient complications were reported in relation to this event. It was further reported that the catheter tip was broken while it was unpacked and was not used on the patient.